Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient works in a welding facility. After a software download, normal functionality resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.